Event description:
It was reported that approximately 79 months post implant of a bifurcated device and an aortic extension, the patient was seen routinely for follow up, and a computed tomography scan revealed an unknown endoleak with sac expansion. The physician was not certain of the type of endoleak; however, elected to bring the patient back for a secondary intervention. The physician elected to implant a suprarenal aortic extension and a limb extension which appeared to have resolved the endoleak. The patient was reported to be doing well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.